Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. It was further reported that the epg displayed an error code. The device is expected to be returned for service, but has not been received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: both connectors were found to be broken. The main printed circuit board (pcb) was found to be corroded. The main seal was found to be broken. Hanger was found to be stuck. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-07-31: the device was returned for service.